Manufacturer narrative:
Radiographic images were received that confirmed the anterior migration. The cause of the event is unknown; however, continued pathology may have contributed to the migration event. No falls or impacts have been reported. Labeling review: "risks associated with implants in the spine, including the pcm cervical disc device, are: early or late loosening of the components; disassembly; bending or breakage of any or all of the components; implant migration; malpositioning of the implant; loss of purchase; sizing issues with components; anatomical or technical difficulties..."

Event description:
In 2013 a (B)(6) year old, (B)(6) pound female received a pcm implant at the c5-c6 level. In 2015 the patient began to experience pain in her left arm. Radiographic evaluation confirmed anterior migration of the inferior prosthesis plate. Revision surgery occurred on 4/20/2017 and the prosthesis was explanted and an acdf procedure was performed. The patient has been confirmed to be doing well post-revision.